Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely calcified artery. A 10mmx3.50mm wolverine cutting balloon was selected for use. During procedure, the device broke at the shaft upon insertion. The device was pulled out and removed without any issue. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely calcified artery. A 10mmx3.50mm wolverine cutting balloon was selected for use. During procedure, the device broke at the shaft upon insertion. The device was pulled out and removed without any issue. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination identified that the balloon was folded. No damage was observed along the entire balloon. All blades were intact within their pads and fully bonded to the balloon material. The device was received in two sections as a result of a break which occurred in the hypotube shaft. The break was located at 19.5cm distal from the strain relief. Multiple kinks were identified along both sections of the hypotube break. A visual and tactile examination of the distal extrusion identified no damage. The markerbands were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. An examination of the tip section of the device identified no damage.